Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received multiple power error detected alarms. The customer's blood glucose level during the incident was 25 mmol/l. They declined troubleshooting for the high blood glucose. They treated the high blood glucose with the insulin pump. After troubleshooting was performed they were advised that the insulin pump will need to be replaced. The device will not return for analysis.